Event description:
This is report 2 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced peritonitis. The patient was hospitalized for the event for 2 nights. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics ip (dose and frequency unknown) for the event of peritonitis. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The exact date of this event is unknown. However, on an unknown date in 2011, the patient experienced peritonitis. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd879163 with no issues detected during manufacturing of the batch.